Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This is a check vent alarm only, the device continued to function and ventilate the patient. The customer replaced the data acquisition pcb. The data acquisition (da) pcba was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an occurrence of a proximal pressure sensor range error during a high flow treatment. The device was in use at the time of the event; however, there was no patient harm.